Event description:
Customer reported receiving a reading of 304 mg/dl on his freestyle meter, but had symptoms of hypoglycemia. Customer reported symptoms as shaking, sweating, etc. The customer then tested with another brand meter and received a reading of 78 mg/dl. Paramedics were called and the customer was taken to the hospital. Customer was treated with juice and dextrose to get his glucose levels to rise. The customer was also given potassium. The reported freestyle reading was inconsistent with customer's symptoms and treatment.